Event description:
A customer called beckman coulter regarding a discrepant urine test result from a pt. In 2004, the customer indicated that a pt presented in the emergency room (ER) with "abdominal pain." A urine sample from the pt was collected and the urine sample was tested with an icon ii hcg test kit. The hcg result was negative (-). Five days later, the same pt returned to the ER presenting with same symptoms (abdominal cramping) as before (2004 ER visit). A serum sample was collected from the pt and quantitatively tested for hcg. The hcg result was 8,201 miu/ml. The pt's last menstrual period (lmp) was 15 days before. There has been no change to pt treatment that can be attributed to this event.